Event description:
It was reported that the ventricular catheter had disconnected from the snap base and could not be retrieved. The pt was in stable condition and ther were no complications and no specimens.

Manufacturer narrative:
(B)(4). The product was unavailable for return. Therefore, an eval of the device performance was not possible. A review of the mfg records showed no anomalies. On february 12, 2009, medtronic neurosurgery issued a voluntary recall on all bioglide snap shunt ventricular catheters.